Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of entire drawer - device not detected on bus confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse tested multiple cards and verified row board lights, one drawer would not release, isolated issue to retractable band. The fse tested drawer in hta, and finally the customer recovered drawer and performed inventory count. The report was closed. During dchu visual inspection: pn 353844-01: was received with a short between adjacent copper strands. During dchu testing: pn 353844-01: dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of entire drawer not detected on bus was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubies in the drawer 2.1 not detected on bus. The customer attempted to reboot the station and also tried removing the gray cord below the power button and let the machine go to sleep, screen sat black for 30 seconds, then plugged the cord back in and allowed it to reboot. Drawer was still unrecoverable. As per part investigation, it was determined that there was thermal damage observed due to a short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.